Event description:
It was reported that during a pta procedure, the wire had been advanced through a catheter and the physician felt some resistance. Upon removal the coating appears damaged. No patient injuries or complications occurred.